Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the machine's airtightness test failed. The machine's exhalation valve is open and cannot be closed hospital analysis:upon inspection, it was found that the small solenoid valve inside the machine's exhalation valve that controls the exhalation valve switch cannot function properly. This fault has occurred multiple times on multiple machines of the same model. No patient involvement.